Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that before implanting the lead on the surgical table the lead was turned twenty times it couldn't be extracted. It was also reported that another stylet was used and the lead became damaged. The lead was replaced with a new lead. No patient complications were reported as a result of this event.